Event description:
On (B)(6) 2025, patient noticed a small piece of metal came out of vagina. It was a small band (echotip) of rocket catheter that is near the end of the inner catheter on both the trial transfer catheter and the embryo transfer catheter which retained unintended in the internal female genitalia on (B)(6) 2025.